Event description:
The customer reported the fluoroscopic image was intermittently lost when the interconnect cable was flexed. This issue would result in intermittent system functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.